Event description:
It was reported that on (B)(6) 2009, patient had an acl reconstruction with allograft surgery and removal of loose bodies with partial meniscectomy on the left knee. Revision (complete secondary arthroscopy) was performed (B)(6) 2011. Patient was having an inflammatory reaction. An incision was made, a yellow cloudy fluid was present in the tibial tunnel which was cultured (large amount of synovitis present). The necrotic tissue was removed as well as suture, and wound irrigated. Small pieces of the broken down implant were located deep in the tunnel and were flushed from the wound. The anterior cruciate ligament fibers were intact. Some frayed edges were removed along with a small flap in the lateral compartment. Knee was infiltrated with marcaine and morphine. One final debridement, curettage and irrigation was performed. A series of horizontal mattress prolene sutures replaced in the skin. No deep sutures were placed, tourniquet released, sterile compressive dressing placed and patient went to recovery in stable condition.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation, but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.